Event description:
On mar. 28th, 206, the patient had surgery for ra from co - c3 on the right side, and co - c2 on the left side. Thirteen days later it was found that the blockers on c2 and c3 were dislocated. Two days later the patient had a revision surgery, replacing the screws on c2 and c3.